Manufacturer narrative:
The field service engineer (fse) inspected the dxh520 instrument. He anew lot of controls for the customer and also suspected that a recently replaced main board could have contributed to the issue. The fse also adjusted the mean channel of the rbc latex and replaced the main card. He the ran daily checks, repeatability, carryover, latex and qc successfully. Patient information was not provided by the customer. Bec internal identifier case (B)(4).

Event description:
The customer reported getting erroneous high platelet (plt) results on three (3) patients and qc while using their dxh 520 hematology instrument. Erroneous results were not reported out of the laboratory, there was no impact or change to patient treatment as a result of this event. The customer ran the qc vials on the morning of the occurrence and they passed, even thought they were expired. The customer began running samples and 3 of the patient samples had high plt results, the customer mixed the samples and re-ran them. The second plt result was higher than the first run. The customer did not report the results out and sent the samples out to get tested elsewhere. The results of the last run were requested but the customer said they did not have those results.